Manufacturer narrative:
Technician found outer control switch damage. He replaced outer control hi/low switch to resolve. Tech found outer control switch damage. Tech replaced outer control hi/low switch and did function check, bed passed ok.

Event description:
Account housekeeping said bed goes down by itself.